Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they experienced a seizure due to inaccurate value. It was indicated that the patient¿s sister assisted the patient; however, she did not wish to provide additional information. At the time of contact, the patient was in stable condition. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.